Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 45 versus the labs 82 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.